Manufacturer narrative:
Patient information is unknown. The event date is unknown. (B)(4), (patient complications and condition are unknown). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure. According to the complainant, during the procedure, they attempted to deploy the third band however, the band would not deploy off the ligator head. Two additional attempts were made unsuccessfully. The device was removed and it has been reported that the white band (6th) had released preventing the other bands from deploying as designed. It is unknown how the case was completed. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.